Event description:
It was reported that during percutaneous coronary intervention, stent deformation occurred. The chronic total occlusion target lesion was located in the right coronary artery (rca). The physician placed two 3.0 x 38mm promus element plus stent and a 3.5 x 24mm promus element plus stent to the ostium. The deformation occurred due to the engagement of a 8fr non-bsc guide catheter. Post dilation was performed with a 4.0 x 12 nc quantum apex balloon catheter. The procedure was completed with this device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).